Event description:
It was reported that the patient had sudden onset hypotension accompanied by mild postop anemia. Cardiac tamponade was noted on echo. Moderate pericardial effusion was confirmed. Patient is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reported.